Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and erosion are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) did not work six months after implantation. The patient stated that he experienced urethral erosion, leading to device explantation. Following the procedure, the patient underwent hyperbaric oxygen therapy and was considering replacement with an ams 800. In the interim, he was managing his condition using adult diapers and a clamp and was also exploring a second medical opinion. No further information was reported.